Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported physical resistance could not be tested. The reported difficult to position issue was not confirmed. The returned device analysis confirmed that the clip delivery system (cds) functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. The reported physical resistance and the reported difficult to position appear to be a combination of patient morphology/pathology and user technique observed. It should be noted that the intended use section of the mitraclip system instructions for use states, the mitraclip system is intended for reconstruction of the insufficient mitral valve. Based on all the information provided, it appears that the reported sleeve steering issue and physical resistance appear to be related to the reported use error of the device being used to treat the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty to position of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3. While steering and positioning the cds to the tricuspid valve, the clip made contact with the right atrium wall. The clip was inverted and retracted back into the right atrium. After this, it was noted that the clip was not working properly. The clip was not implanted and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing the tr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.